Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was not reported. It was reported that during the index procedure the physician noted that the ring on the contralateral gate appeared incomplete. The procedure was completed successfully with no impact or injuries to the patient. No clinical sequelae were reported and the patient is doing fine. The review of several returned angio images at implant confirmed that the gate ring marker does not completely circle around the gate. The amount of gap is approximately 4mm, based on scaling from the guidewire in place during the image.

Manufacturer narrative:
(B)(4).